Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced a severe low blood glucose on (B)(6) 2019 with blood glucose of below 25 mg/dl at the time of the incident. The customer was given cake icing, sugar, glucose tablets, and juice to treat. The customer experienced symptoms such as unresponsiveness and loss of consciousness. The customer was wearing the insulin pump during the incident but it had been suspended. Customer alleged pump over delivery. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with motor error alarmed during rewind due to motor encoder signal out of phase. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify possible over delivery due to motor error alarms.